Event description:
Pt had a microdermabrasion done at a dr's office and the unit/wand was run over their eyelids and right underneath the eye. Normal "midroderms", do not do this on the eyelid. That area is too delicate and can damage. Pt was not told they were going to do this on the upper eyelid. Later that week, both eyelids turned bright red and had small welt-like abrasions and the eyelids were swollen and sore. Pt went to a dr, dermatologist and finally an ophthamologist, because the vision in left eye was distorted. No permanent damage to the eye, but after a month and this finally healed, the skin on the eyelid was clearly damaged. The upper eyelid skin is now stretched and loose, as is the skin under the eye. The manufacturer of the product -diamond tone/new appeal- told pt it is stated in their manual that the wand can be used over the eyelid and under the eye, if the vacuum is turned off. That was not the case during pt's microdermabrasion. The machine was on and damage occurred. The only way to repair the problem is to have a plastic surgeon repair. Reporter feels manufacturer should not use this product over the eyelids if they cannot assure that the user will not have the vacuum off. Now pt is left with a problem they cannot afford to pay for. Reporter feels this is not a safe procedure when the user can violate instructions. The manufacturer should be responsible for allowing usage over the eyelid when the vacuum can cause damage.